Event description:
It was reported by repair work order that the customer alleged the cot raises and lowers on it's own. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.